Event description:
It was reported that the patient was revised due to loose tibial tray mal-aligned.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the patient was revised due to loose tibial tray mal- aligned.